Event description:
It was reported when using the unspecified bd eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the plastic safety went sideways upon surface activation. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: the employee used a flat surface to activate the safety mechanism and the plastic cover went sideways (just like the first incident) exposing the dirty needle. No injury occurred to staff or patients. Did exposure to blood/ bf occur? Yes, the employee used a flat surface to activate the safety mechanism and the plastic cover went sideways (just like the first incident) exposing the dirty needle. If exposure occurred was there any post exposure testing or medical intervention? No, no injury occurred to staff or patients. Incident occurred in the same area as the 1st and 3rd. Hazard, injury or erroneous results details did a death occur? No. If yes¿detailed erroneous results (include # of errors and type): n/a what result did the customer obtain from the bd product? What result was the customer expecting to obtain (if different from the obtained result) was this a qc, validation, or proficiency test? Was patient treatment changed as a consequence of the issue with results? Did the patient suffer any adverse medical consequences as a result of the change in treatment? Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: the employee used a flat surface to activate the safety mechanism and the plastic cover went sideways (just like the first incident) exposing the dirty needle. No injury occurred to staff or patients. (B)(6) 2022 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. If yes¿ date and time of death: no. If yes¿ detailed death description: no. Did a serious injury occur? No. If yes¿detailed serious injury: no. Did erroneous results occur? No. If yes¿detailed erroneous results (include # of errors and type): n/a. What result did the customer obtain from the bd product? What result was the customer expecting to obtain (if different from the obtained result) was this a qc, validation, or proficiency test? Was patient treatment changed as a consequence of the issue with results? Did the patient suffer any adverse medical consequences as a result of the change in treatment? Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes if yes¿detailed hazard including any medical intervention: second incident occurred on (B)(6). Medical intervention was performed and followed their facility¿s blood/bf exposure/injury protocol. (B)(6) 2022 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. If yes¿ date and time of death: no. If yes¿ detailed death description: no. Did a serious injury occur? No. If yes¿detailed serious injury: no. Did erroneous results occur? No. If yes¿detailed erroneous results (include # of errors and type): n/a. What result did the customer obtain from the bd product? What result was the customer expecting to obtain (if different from the obtained result) was this a qc, validation, or proficiency test? Was patient treatment changed as a consequence of the issue with results? Did the patient suffer any adverse medical consequences as a result of the change in treatment? Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: second incident occurred on (B)(6). Medical intervention was performed and followed their facility¿s blood/bf exposure/injury protocol. Customer reporting "second incident .. Unknown lot and ref (B)(6). Plastic safety went sideways upon surface activation." Related to case (B)(4).

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, (B)(4). Initial reporter email: (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure.this event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the plastic safety went sideways upon surface activation. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes if yes¿detailed hazard including any medical intervention: the employee used a flat surface to activate the safety mechanism and the plastic cover went sideways (just like the first incident) exposing the dirty needle. No injury occurred to staff or patients. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes if yes¿detailed hazard including any medical intervention: second incident occurred on (B)(6). . Medical intervention was performed and followed their facility¿s blood/bf exposure/injury protocol.

Manufacturer narrative:
Additional information was received, the following fields have been updated. B.5. Describe event or problem: it was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure.this event occurred once the following information was provided by the initial reporter: when using the tube, it found that the tube has low or no draw issue. D1: brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes. D2: medical device type: fmi d2: common device name: hypodermic single lumen needle d.3 medical device manufacturer: becton, dickinson & co., (bd) d.4. Medical device catalog #: 368607 d.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson & co., (bd) g.4. Date received by manufacturer: 2022-09-22 g.5. PMA / 510(k) #: k982541 g.7. Type of report (manufacturers): follow-up 1.

Event description:
It was reported when using the unspecified bd eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the plastic safety went sideways upon surface activation. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes if yes¿detailed hazard including any medical intervention: the employee used a flat surface to activate the safety mechanism and the plastic cover went sideways (just like the first incident) exposing the dirty needle. No injury occurred to staff or patients. Did exposure to blood/ bf occur? Yes, the employee used a flat surface to activate the safety mechanism and the plastic cover went sideways (just like the first incident) exposing the dirty needle. If exposure occurred was there any post exposure testing or medical intervention? No, no injury occurred to staff or patients. Incident occurred in the same area as the 1st and 3rd. Hazard, injury or erroneous results details did a death occur? No. If yes¿detailed erroneous results (include # of errors and type): n/a. 1. What result did the customer obtain from the bd product? 2. What result was the customer expecting to obtain (if different from the obtained result)? 3. Was this a qc, validation, or proficiency test? 4. Was patient treatment changed as a consequence of the issue with results? 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: the employee used a flat surface to activate the safety mechanism and the plastic cover went sideways (just like the first incident) exposing the dirty needle. No injury occurred to staff or patients. Tue (B)(6) 14:27:51 utc 2022 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. If yes¿ date and time of death: no. If yes¿ detailed death description: no. Did a serious injury occur? No. If yes¿detailed serious injury: no. Did erroneous results occur? No. If yes¿detailed erroneous results (include # of errors and type): n/a. 1. What result did the customer obtain from the bd product? 2. What result was the customer expecting to obtain (if different from the obtained result)? 3. Was this a qc, validation, or proficiency test? 4. Was patient treatment changed as a consequence of the issue with results? 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: second incident occurred on (B)(6). Medical intervention was performed and followed their facility¿s blood/bf exposure/injury protocol. Tue (B)(6) 14:27:30 utc 2022 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. If yes¿ date and time of death: no. If yes¿ detailed death description: no. Did a serious injury occur? No. If yes¿detailed serious injury: no. Did erroneous results occur? No. If yes¿detailed erroneous results (include # of errors and type): n/a. 1. What result did the customer obtain from the bd product? 2. What result was the customer expecting to obtain (if different from the obtained result). 3. Was this a qc, validation, or proficiency test? 4. Was patient treatment changed as a consequence of the issue with results? 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: second incident occurred on (B)(6). Medical intervention was performed and followed their facility¿s blood/bf exposure/injury protocol. Customer reporting "second incident .. Unknown lot and ref (8/23). Plastic safety went sideways upon surface activation." Related to case (B)(4).

Manufacturer narrative:
H.6. Investigation summary: no photos or customer samples were received as of this evaluation. A review of the device history record could not be performed as the batch number is unknown. Due to an unknown batch number, the scope of this investigation is limited, and a definite root cause could not be determined. Upon receipt of the batch number, the investigation will be reopened to determine the root cause of the defective locking mechanism. There were two parent related records pr# (B)(4). 5 customer samples were received and a visual functional activation test for defective locking mechanism (dlm) was done under pr# (B)(4).